Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection, erosion and migration. The product was surgically abandoned. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.